Manufacturer narrative:
(B)(4). D10: cat#: 110031011, lot#: 67538419, 28mm i.d. 42mm o.d. Size e bearing. Cat#: 32833401200, lot#: 67251488, cement restrictor seal. Cat#: 00223200418, lot#: 67683310, cable cerclage cable with crimp . Cat#: 150367, lot#: 6686916, oss cemented im stem 13x150. G2: foreign ¿ event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip revision due to instability, loosening, and dislocation. The bearing had separated from the liner. When exchanging the liner, the cup fell out. The cup, liner, bearing, and head were revised. Attempts have been made and no further information has been provided.